Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited difficulty extending the helix at implant requiring approximately 60 turns of the fixation tool. Measurements via pacing system analyzer (psa) were within normal limits but when connected to the device it emitted tones and noise was observed on the ra lead. The lead connection was verified but still exhibited noise. The physician attempted to retract the lead helix but was unable to do so at which time the physician suspected a potential lead fracture. Upon final device check intrinsic ra amplitudes of 1.3mv were observed with pace impedance measurements greater than 3,000 ohms; a threshold test was unable to be performed. The device was programmed ddd and procedure completed. No adverse patient effects were reported. This system remains in service.